Event description:
The reporter indicated that after the implant auto defib., parameters had changed. There were no problems with induction test. The parameters were reprogrammed without further incident.